Event description:
Philips received a complaint on the v60 ventilator indicating that there was no tidal volume being displayed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer reported that, during a routine inspection by the biomedical engineering (bme) department, it was discovered that the ventilator had no tidal volume displayed. The bme determined that the cause of the issue was the air/oxygen module. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was not available. The hospital equipment department "repaired the gas delivery system (gds)," returning the device to full functionality and then returning it to normal use. In an additional gfe response, the asp stated that the information for the mechanical repair completed by the customer was not disclosed, only the final result of the service completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.